Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition to the above the followings were tests performed and normal operations were ensured: final test, battery checking, valve checking, a test run, cleaning.

Manufacturer narrative:
The manufacturer previously reported alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found system board functioned as designed and operated without issue or error codes.